Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were high impedances with all contacts involving electrode 9; impedance values were greater than 40,000 ohms. It was confirmed that all other impedances were within normal limits and all previous impedance measurements were within normal limits. The manufacturer representative (rep) noted that other electrodes were used for the patient's programming that resolved the issue. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no cause was determined. The rep also confirmed that the patient was receiving effective therapy using other contacts. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.